Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Our investigation found that both instruments meet fully to the specifications referring to the valid technical drawings. The dimensions were checked and both devices passed the required functional test with the required testing instruments successfully. A product failure as per event description could not be duplicated. No product fault could be detected. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, a left 3.5 medial distal tibia aiming arm was not accurate at the proximal end, from hole 4 to 11. The drilling sleeve did not align with proximal holes on the plate. No item was broken, extra operating time was needed. Surgeon needed to align the proximal holes without the aiming arm. This is report 2 of 2 for complaint (B)(4).